Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the associated defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty connector on the electrode pads. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.